Event description:
Jduring a laparoscopic cholecystectomy procedure part of the shaft that goes to the cam, sheared off and fell into the patient. The piece was retrieved. The case was completed with another same like device. The case was extended 10 extra minutes with no patient consequence.